Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that for the past "3-4 months" the wireless recharger was having issues finding implant. Wireless recharger would finally find implant and start charging implant but would then lose the connection and start searching for implant again without patient moving and then finally reconnect. Patient said because of this the wireless recharger had gone from taking maybe 10 minutes to charge the implant to taking up to 2 hours. Patient didn't know why this was happening, patient confirmed no change to implant site and no falls. Patient said same issue happened with and without using the drape. Patient's implant was already 100% charge on call. Patient said they would try a few charging sessions now that recharger had been reset and if the issue continued patient would call back to get recharger replaced. Additional information was received from the consumer reporting the issue persisted. An email was sent to repair to replace the wireless recharger. Additional information was received from the consumer reporting that they are still having recharging issues with the wireless recharger (wr) replacement. The device is still disconnecting. It was recommended they follow-up with the healthcare provider (hcp) for further troubleshooting. Additional information was received. It was reported that the implantable neurostimulator (ins) charging issues continued. The wireless recharger (wr) continues to connect to the ins briefly to ins and then loses connection. The call agent tried to give tips on charging ins like seeing if laying down to charge or putting a towel between wr and ins helped but this did not improve charging. The patient said that they knew patient services (ps) had told them to follow up with hcp in previous call. The patient did follow up with surgeon regarding the issue and they told the patient the solution would be to have ins replaced. The patient said this wasn't possible because all the hospitals near them were only doing elective surgery at this time. Ps emailed patient hcp listings and sent message to field to provide visibility. The patient will follow up with hcp again for next steps.

Manufacturer narrative:
Continuation of d10: product ID wr9200 lot# serial# (B)(6) implanted: explanted: product type recharger product ID wr9200 lot# serial# (B)(6) implanted: explanted: product type recharger medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that gave further detail to the already reported event. The wireless recharger connected intermittently and disconnected after about 10 seconds and reverted to the ¿seeking mode.¿ the manufacturer¿s representative (rep) met with the patient and the recharger worked to charge the implant without an issue as it connected with full coupling. The consumer planned to continue using the recharger and would reevaluate charging one week from now. It was noted the consumer received the new recharger on february 17th and it wouldn¿t remain connected to charge the implant with three wireless rechargers performing the same way with the implant. It was mentioned the consumer had a pocket adapter and may be ¿medial lateral¿ to the implant and not completely underneath it. The patient's recharger was not staying connected. The patient has a legacy recharger that is working and will continue to use it. During investigation additional information was received from the patient's presentative additionally reported that the patient's 15 year battery is malfunctioning. No symptoms were reported. The rep has been in regular contact with the managing provider, patient, and patient's family member. Rep confirmed that the report of malfunctioning device is the same single event that has been going on since (B)(6). As of last contact in march, patient is able to charge with their legacy device and is no longer contemplating replacing the implanted neurostimulator.